Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the adhesive of the insertion section was peeling off, the bending angle in the up direction did not meet standard value due to wear of the angle wire, there was play in the up/down knob due to wear of the angle wire, the adhesive on the bending section cover was white/clouded and chipped/cracked, no water was fed due to clogging of the nozzle, the objective lens was cracked, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was white/clouded, the scope connector cover was scratched, and the connecting tube was cut and wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air supply of the evis lucera gastrointestinal videoscope was inadequate. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no air flow due to the nozzle being clogged with foreign material. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct b3, and update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and caused the clog. However, the cause of the material entering the device could not be specified. The nozzle was not reported to have been deformed but it was noted that reprocessing was not performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported the crushed insertion tube was found during pre-use inspection prior to a diagnostic gastric and duodenal fiberscopy. There was no delay and the procedure was completed with a similar scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b3 and b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.